Manufacturer narrative:
Citation: hagar a et al. Incidence, predictors, and outcome of paravalvular leak after transcatheter aortic valve implantation. J in terv cardiol. 2020 may 22;2020:8249497. Doi: 10.1155/2020/8249497. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an investigation of the incidence, predictors, and patient outcomes of paravalvular leak (pvl) after transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between april 2012 to november 2017. The study population included 256 patients and was predominantly male with a mean age of 74 years. Of those, 41 were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 17 all-cause deaths and 10 cardiac-related deaths occurred within one-year after tavi, respectively. The study used non-medtronic transcatheter valves in addition to the corevalve. The type of valve implanted in each patient who died was not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second valve implantation during tavi procedure, mild to severe pvl, and patient-prosthesis mismatch. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.